Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels due to inaccurate sensor readings. Customer calibrated with a blood glucose under 200 mg/dl and in the middle of the night sensor glucose was 137 mg/dl. Blood glucose level at the time of the incident was over 600 mg/dl. Sensor glucose value at the time of the call was 143 mg/dl. Customer thinks the sensor was not communicating properly. The customer mentioned the electrode and cannula are separated when removed. Customer declined troubleshooting for the high readings. The insulin pump was not replaced or returned for analysis.